Manufacturer narrative:
Patient's weight was not provided. Approximate age of device- 5 months, 22 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for gi bleed. The patient hemoglobin and hematocrit (h&h) was 6.7 and 20.6 on admission showing fatigue, bright red blood per rectum (brbpr), shortness of breath, and tarry stools. Aspirin was withheld and coumadin was continued. The patient was transfused with 1 unit of plasma red blood cells (prbc). The manufacturer's technical service representative reviewed the log file and found no unusual events. Gi bleeding was confirmed via positive occult blood stool on (B)(6) 2018. Upper gi endoscopy was performed and argon beam was used for bleeding prevention on (B)(6) 2018. Colonoscopy was performed on (B)(6) 2018 and observed two (2) large localized angioectasias with bleeding in cecum which was treated with plasma coagulation. The patient h&h continued on upward trend and was discharged on (B)(6) 2018.

Manufacturer narrative:
Section b5: additional information: the manufacturer is closing the file on this event.

Event description:
On (B)(6) 2018, the patient reported bloody stools for the past several days with weakness and fatigue. The patient was seen in clinical on (B)(6) 2018 but failed to report these symptoms at the time. Hemoglobin and hematocrit (h&h) level was 8.8 and 28.5, respectively, on (B)(6) 2018. H&h on yesterday was 7.8 and 24. The patient started on po iron last week in clinic and was advised to hospital for admission. No further information was provided.